Manufacturer narrative:
Date of event and d4: UDI number is unknown, no information has been provided to date. The product was received for investigation. The visual inspection found a damaged line cord, corroded drain fitting, and stained reservoir. During the functional test, the customer complaint was confirmed. The pump does not run when triggered by the micro switch. The root cause was found to be the failed water pump that no longer recirculates water. It was determined that the pump is faulty and no action will be taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2017-02-21 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump on the product is not working. It is unknown if there was any patient involvement.